Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for out-of-range shock impedance measurements, measuring greater than 130 ohms. Technical services (ts) recommended troubleshooting options and to perform lead integrity testing. This rv lead remains in service. No adverse patient effects were reported.